Manufacturer narrative:
No device deficiency reported. Cardiac tamponade is a known potential adverse event of catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, blood pressure dropped while attempting to position the catheter in the right inferior pulmonary vein (ripv). Intracardiac echocardiography (ice) revealed pericardial effusion with evidence of cardiac tamponade. The ablation devices were withdrawn, heparin reversed, and a pericardial tap was performed. The patient improved with conservative measures and surgery was not required. The cause of the cardiac tamponade cannot be definitively determined but the event report indicates involvement of the ablation catheter.